Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited noise over-sensing. The lead was capped and replaced on (B)(6) 2021. The patient was stable.